Event description:
It was reported that the customer's blood glucose was 554 mg/dl while she was receiving weak signal alarms on her insulin pump. The customer drank juice. Communication was re-established with the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).